Manufacturer narrative:
Investigation into this event found that no false positive results were obtained using trop I es reagent. The false low trop I result is consistent with an aged sample. The root cause is most likely pre-analytical storage of the sample prior to the correlation study.

Event description:
The ocd ls performed a correlation study between vitros trop I es and trop I reagents. At the time of the correlation, the trop I result was considered to be the correct result. A false positive result was obtained using the vitros trop I es reagent. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.